Event description:
The user facility reported a leak from their endo smartcap tubing. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Without return of the device, a cause cannot be determined. The DHR for the lot subject of this event was reviewed and confirmed the lot was manufactured to specifications; no abnormalities were noted. There have been no other complaints associated with this lot. No additional issues have been reported.